Event description:
Approximately 9 months ago, I placed a spatz 3 intragastric balloon in a patient. During the first week after placement, she began experiencing lower limb edema and hypertension. Subsequently, the symptoms subsided, and she was able to adapt to the intragastric balloon. From november 2024 to march 2025, the patient did not respond well in terms of weight loss. She probably lost about 3% of her body weight. At no point did the patient report any green or blue discoloration in her urine. We decided to remove the intragastric balloon two weeks ago, and it was found to be deflated. Out of the 500 cc initially filled with saline solution and methylene blue, only 150 cc remained. The balloon was intact upon removal, no perforation. Upon removal, there are no ulcers or complications. The patient is feeling better, and swelling has subsided.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on 09/17/2025 and an evaluation was completed. No hole or leak was found during the leak test. The leak appears to have been caused by the lid not being closed properly during implantation, which could have caused a slow leak.. A review of the device labelling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.

Event description:
Approximately 9 months ago, I placed a spatz 3 intragastric balloon in a patient. During the first week after placement, she began experiencing lower limb edema and hypertension. Subsequently, the symptoms subsided, and she was able to adapt to the intragastric balloon. From (B)(6) 2024 to (B)(6) 2025, the patient did not respond well in terms of weight loss. She probably lost about 3% of her body weight. At no point did the patient report any green or blue discoloration in her urine. We decided to remove the intragastric balloon two weeks ago, and it was found to be deflated. Out of the 500 cc initially filled with saline solution and methylene blue, only 150 cc remained. The balloon was intact upon removal, no perforation. Upon removal, there are no ulcers or complications. The patient is feeling better, and swelling has subsided.